Manufacturer narrative:
Clinical evaluation performed by medical affairs director on 22 december 2017: 3 years after primary tkr the insert fixation screw got loose in the joint. It was immediately removed with an arthroscopic operation. No consequence should be expected for the absence of the screw in the future life of the implant. During arthroscopy visual inspection of articular surfaces can be performed in order to evaluate possible damages. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role. Batch review performed on 05 january 2018: (B)(4). Analyses of the pictures received performed by r and d knee manager: the insert fixing screw baked out and was found loosened in the joint after 3 years from primary surgery. The root cause for self unscrewing of the locking screw is unknown. Insufficient tightening torque applied during fixation could be a possible cause. The 3,5 nm torque limiter, not available at the time of the primary surgery and to be used currently mandatory, was not used. The screw was arthroscopically removed. No consequence should be expected for the absence of the screw in the future life of the implant.

Event description:
On (B)(6) 2017 medacta sales representative was informed from the surgeon that the patient will need and additional surgery. The surgeon noticed in the x-ray that the inlay screw was unscrewed and removed it successfully through an arthroscopic surgery. The torque limiter was not used during primary surgery for the inlay screw insertion.